Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v565977, implanted: (B)(6) 2010, product type: lead product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A communication problem was reported. The third implantable neurostimulator (ins) overdischarged occurred . The patient was having recharging issues and has not been able to recharge since (B)(6). The company representative was going to review the need for a new ins with the patient. It was later reported that the patient was currently looking for an appointment to get the device replaced. The overdischarge was due to patient compliance, no apparent device issue. If additional information is received, a follow up report will be sent.